Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event.  Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported critical battery alarm was confirmed via review of the controller log files, which revealed six (6) critical battery 1 alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and batteries. Heartware is investigating communication errors. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that one of the patient's batteries had been associated with six critical battery alarms in the last two weeks. The battery capacity was greater than 25%. A preliminary review of the patient's controller log files confirmed this reported event. The battery was subsequently exchanged with no reported consequence or impact to the patient. No further information has been provided.